Manufacturer narrative:
A review of the complaints database was performed and no similar complaints were found related to this lot number. No related concerns were found in a review related to the manufacturing documents of the affected lot. The complaint sample was finally received from the hospital. The catheter tubing had separated just below the nose of the overmolding. The area of separation was reviewed under magnification, and an uneven edge was observed, characteristic of undue force applied to the catheter. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.

Event description:
The only information initially received was that the PICC line snapped. It was stated that on (B)(6) 2015 the rep. Was working to try to get additional information. (B)(6) 2015 follow up information: the line was secured in the traditional manner with tegaderm dressing and steristrips (a statlock device was not employed). The tegaderm dressing was applied so that the top of the dressing extended only midway up the oval securement disk and not to the integrated extension portion of the line. The line broke at the junction of the oval securement disk and the body of the catheter. The line was successfully removed without patient harm and a new argon first PICC catheter was placed.

Manufacturer narrative:
Although the complaint form indicated that product was available for return, as of yet it has not been shipped to argon facility. Argon is still working with the hospital for the return of the product. At the time the product is returned, the product will be evaluated and the complaint investigation will be updated to reflect those findings. A review of the complaints database was performed and no similar complaints were found related to this lot number. No related concerns were found in a review related to the manufacturing documents of the affected lot. Therefore, no definitive root cause can be stated at this time. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.

Event description:
The only information initially received was that the PICC line snapped. It was stated that on (B)(6) 2015 the rep. Was working to try to get additional information. (B)(6) 2015 follow up information: the line was secured in the traditional manner with tegaderm dressing and steristrips (a statlock device was not employed). The tegaderm dressing was applied so that the top of the dressing extended only midway up the oval securement disk and not to the integrated extension portion of the line. The line broke at the junction of the oval securement disk and the body of the catheter. The line was successfully removed without patient harm and a new argon first PICC catheter was placed